Event description:
It was reported that during use the needle would not fully retract, the tip was left exposed with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: during venipuncture draws it was noticed twice after blood draw and activating the push button, the needle would not retract fully, half of the needle retracts but still leaving the tip exposed, issue occurred once with item from lot number 9344598 and once from lot 83553832.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for partial retraction with the incident lot was not observed. The customer samples were manually retraction to evaluate retraction and lockout, and all samples fully retracted and locked out. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
Medical device type: jka, fpa. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8344598. Medical device expiration date: 2020-12-31. Device manufacture date: 2018-12-10. Medical device lot #: 8353832. Medical device expiration date: 2020-12-31. Device manufacture date: 2018-12-19." A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle would not fully retract, the tip was left exposed with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: during venipuncture draws it was noticed twice after blood draw and activating the push button, the needle would not retract fully, half of the needle retracts but still leaving the tip exposed, issue occured once with item from lot number 9344598 and once from lot 83553832.